Manufacturer narrative:
The suspect castor was returned and evaluated. As reported, the brake lever has been broken off. Otherwise, the wheel assembly is in good condition.

Event description:
A medtronic representative reported that while doing a navigation system install, a caster on the surgeon cart was damaged. The caster was sheared off by an imaging system as they were passing in the hallway. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site (B)(6) 2015. No parts have been returned to manufacturer for analysis. On 02/09/2015 a medtronic representative performed a navigation system check-out. Replaced caster on surgeon cart. Issue resolved. System performed as intended.